Manufacturer narrative:
It was reported that the ventilation stopped intermittently while running. Patient was connected but there was no harm done to the patient. No service report or other information describing how the problem was resolved has been received. No further issues have been reported. The evaluation of the received device logs shows that the ventilator was not in use on the reported date of event (B)(6)2019 . The event logs first entry was from 2019-05-31 11:00 and the date of event will therefore be adjusted to (B)(6)2019 . A pre-use check passed (B)(6)2019 05:24 before ventilation was started. At the time of the first entries in the event log several clinical alarms appeared such as check tubing, inspiratory flow overrange, respiratory rate low/high and low expiratory volume. Several check tubing alarms indicated e.g. Problems with patient tubing, a clogged bacteria filter or excessive leakage. After the event two pre-used checks passed, but the problems continued when ventilation was started again. No technical error was found in the device logs that could indicate a technical ventilator problem. The conclusion in this matter is that several high priority clinical alarms occurred that may indicate stop of ventilation. Three pre-use checks passed in conjunction with the event and no technical error was found in the device logs that could indicate a technical ventilator problem. No further issues have been reported.

Event description:
Manufacturer ref.#: 216283.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilation stopped intermittently while running. The patient involvement is unknown. (B)(4).